Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood 400 mg/dl. The customer¿s other blood glucose was 283 mg/dl, 274 mg/dl, 285 mg/dl, 312 mg/dl. The customer had experienced the symptoms such as muscles feel weak. The customer treated with the insulin pump. The customer reported that the reservoir was leaking. The customer reported that there was a loose piece of clear plastic that came out when the reservoir was removed. The customer reported that insulin pump was exposed to moisture. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(6) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak.